Manufacturer narrative:
Concomitant products: 5076-52 lead implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered audible alerts for high right ventricular (rv) lead threshold and a lead integrity alert (lia) triggered during high rate episodes. The rv lead auto capture was programmed off as the high threshold was a known issue, and in office testing indicated lead perimeters were within normal limits. The rv lead remains in use. No patient complications have been reported as a result of this event.